Event description:
It was reported that pump experienced malfunction while customer was refilling cartridge, with malfunction code displayed but no notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.